Event description:
It was reported that the patient experienced cardiac wall stimulation with apical pacing in the ventricle. This was described as a feeling of heavy beating under the sternum.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.